Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. The mesh was not cut prior to use. The surgeon experienced a partial delamination of the orc prior to tacking. The surgeon continued to use the mesh with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Delamination. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.